Manufacturer narrative:
A sample has been received. Investigation including root cause analysis is in progress. A supplemental MDR will be file as necessary in accordance with 21 cfr 803.45 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during a cataract surgery of the left eye, the doctor noticed that there was no aspiration. An occlusion bell was heard also. The tubing was check for any occluded parts and there were non observed. The cassette was replaced and the problem was resolved. There was no harm to the patient reported. No further information is expected.